Manufacturer narrative:
This report is submitted on august 8, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral antibiotics. The implant remains in-situ.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.